Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates that this device remains implanted and the patient is being monitored closely. There are no current plans to surgically intervene at this time.